Event description:
The manufacturer received information from a customer that an end user observed a thermal event related to a continuous positive airway pressure (CPAP) device's power cord. There was no report of patient harm or injury. The manufacturer received the device for evaluation, and observed the device's ac power cord had physical damage, thermal damage and was severed. An evaluation of the device's ac power cord revealed exposure of the ac conducting wiring. The manufacturer concludes the physical and thermal damage are likely a result of the device's ac power cord becoming severed due to being exposed to forces beyond its intended design. The manufacturer concludes no further action is necessary at this time.

Manufacturer narrative:
Date of report: should be 06/29/2021.